Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in different positions than desired with brainlab navigation involved, and there was a negative clinical effect to the patient (slight sensory deficit in the right foot, unknown if reversible/permanent), although according to the surgeon (treating clinician): the deviation of 1 of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and screw placement was corrected with the aid of navigation in the very same surgery. There was a negative clinical effect to the patient due to the deviating initial screw placement: a slight sensory deficit in the right foot (unknown if permanent or reversible); apart from this the patient is "doing well." There was no further negative effect reported, also not due to surgery/anesthesia prolongation of 1-30 minutes. There were no further medical or surgical remedial actions reported that would have been necessary for the patient due to this issue; hospitalization was not reported prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the xxx placed with the aid of navigation at right l5 by approximately 6mm caudal at entry and 2mm medial, is: an inaccurate display of the non-brainlab screwdriver due to loosening of the reflective marker spheres used to track the instrument in the surgical field. A change in geometrical arrangement of the marker spheres after instrument calibration to navigation leads to a deviation of the displayed instrument position from its actual position. In this specific case, marker spheres became loose during instrumentation at vertebra right l5 (e.g. Due to insufficient fixation, or due to invasive actions during screw placement). This conclusion is confirmed by the fact that validation of the instrument failed for the subsequent screw placement, and was successful after marker spheres were re-tightened. Apparently, despite a movement of the instrument on the navigation display was detected by the user during screw placement at right l5, the extent/impact of the deviation between the displayed instrument position and its actual position in the surgical field was not recognized by the user with the necessary accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. To a lesser extent: a rigid fusion result between the pre-operative data set (planned screw trajectories) and intra-operative data set (registration) which was not as accurate as desired/appropriate for this specific surgery, as it displayed a caudal shift at l5. The results of any image fusion algorithm depend on the input data. The user has the option to adjust the roi (region of interest) for the fusion (not used in this case). Performing image fusion on a manually defined/adjusted roi restricts the fusion algorithm to the roi area, which enables higher fusion accuracy in a limited spatial area (restricting the roi to the l5 vertebra would have allowed for a more accurate fusion result in this specific case). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (on (B)(6) 2025) on the lumbosacral spine for a transforaminal lumbar interbody fusion (tlif), with intended placement of 4 screws bilateral for fixation (at l5 and s1), was performed with the aid of the navigation software spine & trauma navigation 2.0.0. From an intra-operative c-arm scan, the surgeon discovered that 1 of the 4 screws (at right l5) placed with the aid of navigation deviated from its intended position. According to the surgeon (treating clinician): the deviation of 1 of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and screw placement was corrected with the aid of navigation in the very same surgery there was a negative clinical effect to the patient due to the deviating initial screw placement: a slight sensory deficit in the right foot (unknown if permanent or reversible); apart from this the patient is "doing well" there was no further negative effect reported, also not due to surgery/anesthesia prolongation of 1-30 minutes. There were no further medical or surgical remedial actions reported that would have been necessary for the patient due to this issue; hospitalization was not reported prolonged either.